Event description:
A customer reported that during phacoemulsification phase of surgery an ophthalmic operating system would not exhibit suction function. The surgery was completed on the same day without patient impact. Additional information has been requested but is not available at the time of this report. This report pertains to two of the two reports from the same facility.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.